Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) showed gas gain in iab circuit during daily check. There was no injury or harm reported.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) it should be the bad connection on the iab circuit (arrow). Passed the functional tests. No fault found on the machine. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
N/a